Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be rapidly depleting. There was no reported impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management.